Manufacturer narrative:
The event of capsular contracture and malposition are an physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. One of the implants are rotated. Device remains implanted.